Manufacturer narrative:
During preventative maintenance at zoll service depot, the autopulse platform (sn (B)(6) failed functional testing and displayed user advisory 07 (discrepancy between load 1 and load 2 too large). The load cell characterization test failed, revealing that both load cells were defective. The root cause of ua07 was due to the defective load cells, likely attributed to the age of the platform. The device's life expectancy is 5 years. The autopulse platform was manufactured in april 2011 and is almost 15 years old. Both load cells will need to be replaced to remedy the issue. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with serial number (B)(4)..

Event description:
During preventative maintenance at zoll service depot, the autopulse platform (sn (B)(6) failed functional testing with user advisory 07 (discrepancy between load 1 and load 2 too large). No patient involvement.